Manufacturer narrative:
The insulin pump had minor scratches on the displayw indow, a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported via phone call that the display screen on their insulin pump was scratched. The customer's blood glucose was 219 mg/dl. Customer reported the insulin pump was functional, but they could not read the display properly due to the scratches. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.